Event description:
It was reported that a patient presented in clinic. The left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead was dislodged. The lead was explanted and replaced. No patient symptoms or other information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.